Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 2.5 device for mechanical circulatory support. While on support, the medical staff placed the impella pigtail catheter and the guidewire in the left ventricle. However, during insertion, severe calcification was observed. The decision was made to remove the impella pump and replace the device with an intra-aortic balloon pump, followed up with an emergent coronary artery bypass graft. There was no report of patient harm or injury.